Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepancy inratio results. Results as follows: date: (B)(6) 2013, inratio: 5.1, lab: 8.1. One hour between inratio and lab testing. Pt was admitted to the hospital due to facial bleeding; inr was taken at the lab. Therapeutic range: 1.0 - 3.0.